Manufacturer narrative:
The insulin pump was received with detached end cap, missing end cap sticker and cracked reservoir tube lip. We were unable to perform basic occlusion test or occlusion test due to detached end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that when putting in a new reservoir customer notices the backside bumper loose. The customer's blood glucose was 21mmol/l. The customer was advised the device will be replaced.